Event description:
The pt reported symptoms of throat infection, swollen lymph nodes, swollen neck and nasal congestion. The pt reported visiting a general physician due to alleviate the reported symptoms. The pt did not report taking or being prescribed any medications to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2015 and the pt is currently getting better. The treating doctor considered the event was serious or life threatening to the pt.

Manufacturer narrative:
The aligners are not being valuated as the product performed in accordance to specs and the device was sed in accordance with labeled indications. No conclusive evidence has been provided that supports or opposes that the fact that the invisalign system aligners caused or contributed to the pt symptoms of throat infection, swollen lymph nodes, swollen neck and nasal congestion. This event is being filled as an MDR since the treating doctor considered the event was serious for the pt's life and invisalign system product was being used at that time.